Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found the unit to be operating properly. No issues with the function or the operation of the sterilizer were identified, and the sterilizer was returned to service. The v-pro s2 sterilizer operator manual states (6-24), "steris recommends (in accordance with ansi/aami st58, 2013) wearing chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro sterilizer. The operator manual states (a-1), "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled the user facility on the importance of wearing proper ppe, specifically gloves, while operating their v-pro s2 sterilizer and properly drying instruments prior to processing. No additional issues have been reported.

Event description:
The user facility reported an employee obtained a burn on two fingers while handling items that has been processed by their v-pro s2 sterilizer. Medical treatment was sought and administered.